Event description:
During a follow up phone call by baxter product surveillance to the home patient's (hp's) nurse on (B) (6) 2010 regarding a report of bloating, it was revealed that the hp was actually diagnosed with peritonitis on (B) (6) 2010. The nurse suggested the bloating may be related to the peritonitis. The nurse confirmed that the hp did not have any excessive drain volumes that met the increased intra-peritoneal volume (iipv) criteria. The nurse explained that the hp was setting-up for her nightly therapy, and accidentally dropped the tubing on the floor and proceeded to setup with the same supplies causing peritonitis. No exit site or tunnel infection was associated with this peritonitis. A gram stain was performed, however no organism was identified. The peritoneal dialysis effluent culture revealed coagulase negative (B) (6). The nurse confirmed that the hp has been re-trained, and further added that the hp is non-compliant. The nurse stated that the hp was given antibiotics (unknown) to treat the peritonitis and has recovered. No allegations were made against any of the dialysis products.

Manufacturer narrative:
(B) (4). Patient's discard supplies after each therapy, therefore the sample was not requested.

Manufacturer narrative:
(B)(4). Additional information: the most probable cause for this event of peritonitis is poor aseptic technique, as identified by the patient's nurse in the complaint file. A review of the labeling was performed and found to be sufficient. Baxter has received similar reports for the reported problem. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor these product lines for adverse trends and will take corrective/preventive action as appropriate.